Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ chocolate ii agar with isovitalex 90 mm that one plate exhibited slow growth of s. Anginosus from a patient sample. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on the recent complaint (B)(4) against chocolate agar (gc ii agar with isovitalex¿), catalog number 254089, lot numbers 5028012 and 5034411 with respect to performance issue. Event description: the customer reported slow growth of certain organisms on chocolate agar in comparison to blood agar. Observed especially when growing s. Anginosus group and schaalia spp. Complaint history review: the complaint history was reviewed for the past 12 months, and no similar complaints were registered for this catalog number. A trend could not be identified. Batch history record (bhr) review: the batch history records for the respective batches were reviewed. No deviations from the validated processes were registered. In addition, the product passed qc release testing without any deviations. Sample analysis: no test could be performed on the retains since the products were already expired when the complaint was issued. Neither return nor pictures were provided by the customer for analysis. Evaluation results: s. Anginosus and schaalia spp are not supported qc strains per instruction for use for product 254089. In addition, these strains are not release strains during quality release procedure. Nutrient requirements may vary for different strains of the same species. Due to the different requirements of the bacteria the growth of microorganisms on media with a different composition is not comparable. Based on the evaluation results this complaint cannot be confirmed. Investigation conclusion: at this stage of our investigation, we have excluded any systemic failure in our production processes. No deviations could be found during the qc release performance tests. All the release values were within the specification. In this case the complaint was raised two months after the expiration date of the products; therefore, no further action will be performed. Based on the evaluation and on the qc release results, the complaint was not confirmed for performance issue. A corrective and preventive action will not be implemented as a trend could not be identified; however, bd will continue to monitor incoming complaints with similar defects.

Event description:
It was reported while using bd bbl¿ chocolate ii agar with isovitalex 90 mm that one plate exhibited slow growth of s. Anginosus from a patient sample. There was no health impact or consequence reported.